Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer performed an infusion site change and no damage was observed on the cannula. The customer experienced a blood glucose (bg) level ranging between 300-400mg/dl and moderate levels of ketones considered dangerous. A correction bolus via the pump was delivered and an infusion site change was performed to address the bg level. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.